Event description:
It was reported that a cardiac ablation procedure to treat atrial flutter was performed, and the rhythm on arrival to the procedure was flutter. Cavotricuspid Isthmus (CTI) ablation was performed in the right atrium at the cavotricuspid isthmus, with four radiofrequency lesions and one pulsed field lesion created. While finishing the CTI line and delivering pulsed field energy toward the inferior vena cava line to ensure good dwell time, atrial fibrillation was induced. Ventricular fibrillation was reported during the procedure while pulsed field energy was being utilized at the right atrium (CTI), and the patient was being paced and the source described as an electric shock. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.